Manufacturer narrative:
One hotline® 3 blood and fluid warmer was returned for analysis in excellent condition. The dry o-rings were found damaged upon visual inspection. The tank was filled with water, temp check attached, line cord plugged in and power switch turned on; confirming complaint. Based on the evidence, the root cause was found due to user interface as the o-rings were not adequately lubricated.

Event description:
Information was received indicating that a smiths medical level 1® hotline® 3 blood and fluid warmer was leaking water. There were no reported adverse effects.